Event description:
The physician reported that some episodes with ventricular oversensing had been recorded the after rv-lead replacement on (B)(6) 2013 (allegedly same noise as before lead replacement, as reported). Involved leads are sorin branded leads (vigila 1cr65). See complaint (B)(4) regarding the explanted lead. The physician also had questions about the amplitude and morphology of the paced/sensed ventricular events; he would like to know if the subject ICD could cause amplitude / morphology variations. Preliminary analysis revealed that the noise sensing episodes recorded were probably due to external emi. No lead issue is suspected.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the us; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.